Manufacturer narrative:
This was initially reported on the summary report dated june 30, 2014 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced recurrence. It was also reported that the plaintiff allegedly experienced emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Event description:
Additional information received indicated that the cause of death was reported as cardiomyopathy.